Event description:
The customer reported that 840 ventilator had a blank screen. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb and the lcd flex circuit. The unit passed extended self-testing.